Event description:
It was reported that following a post implant procedure the patient was experiencing stimulation at the left ribs. X-ray revealed that the paddle lead was very lateral and wrapping ventral. It was noted that there was a lot of scar tissue from trial lead. The patient underwent a revision procedure wherein the lead was repositioned.